Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was tested and did not passed pre-use check. Problem in air gas module was suspected. The user facility performed the repair by themselves. According to the user facility, the air gas module was replaced. The conclusion was that the reported failure was resolve by replacing the air gas module. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator did not pass pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).